Event description:
The customer reported an unknown clear fluid leak from the wbc (white blood cell) bath area of the coulter lh 750 hematology analyzer was observed after shutdown. No volume was given and the source of the leak was unknown. The leak was not contained and had spilled onto the countertop below the instrument. The customer also stated there was a white crystal below the front left side of the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) found a hole in the tubing to the lyse restrictor line which is attached to the lyse pump. The fse replaced the tubing. The instrument was returned into operation after completion of repairs. The cause of the event was a leak in specific instrument tubing. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).